Event description:
The port was placed 7/95 for chemotherapy. In 1/97, the pt began to experience pain during infusion. On 2/3/97, during removal it was found that part of the catheter had broken off. The pt was sent to another facility for removal via groin where they removed a fragment about 7" long.

Manufacturer narrative:
The implicated product is a plastic port with an attachable 8.0 fr. Catheter in a percuntaneous introducer system. The product received for evaluation is a plastic port with a short segment of tubing fitted over the port stem and a cath-lock in place. A loose 8.0 fr catheter segment measuring 7.9 inches long is also received. There are an indeterminate number of needle puncture sites in the port septum, the tubing extends approx. .1 inch beyond the port stem and a moderate amount of distortion is visible in the catheter outer diameter. The proximal orifice of the loose tubing is slightly elliptical, the inner diameter lined with a film of dried blood and a 3-dot depth marker is found .8 inches from the proximal end. A lot history review reveals no mfg issues and one other complaint concerning subcutaneous break and embolization which was inconclusive as no sample was available for evaluation. The complaint of catheter breakage and embolization is confirmed. It should be recorded as user-related. On multiple occasions the complaint file documents an inability to aspirate blood through the port from the time of initial placement. This suggests a restricted lumen or a kinked or malpositioned catheter, however, no info is available indicating any effort to identify or correct this complication. The evidence of blunt trauma to both ends of the severed tubing, the elliptical orifices and the rounded edges in the ends of each segment indicate an external pressure damaged the catheter and resulted in its failure after 18 months of use. Sutures may have been placed to anchor the catheter or cath-lock. The product instructions for use specifically warns against placing sutures around catheters as well as lists catheter embolism as a possible complication with central venous catheters. Additionally, the instructions for use provides direction for cath-lock application to prevent mushrooming and damage to the catheter. The use and maintenance manual lists an inability to withdraw from the system as possibly caused by an occluded, kinked or malpositioned catheter and recommends physician intervention to evaluate the pt for catheter or port replacement.